Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump motor stall and no alarm occurred. The patient experienced anxiety, tachycardia and hypertension. ¿emergency¿ pump replacement was performed. The patient outcome was noted as ¿good¿. The pump was being used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Event description:
It was further reported that the stall did not recover in 48 hours although there was attempt to start the pump by telemetry. The cause of the stall was not known. Telemetry was performed four times on the day of admittance ((B)(6) 2014) and two times immediately before the replacement surgery ((B)(6) 2014). Oral baclofen was started on the onset of symptoms by the patient himself, and was continued until the prime bolus was finished. No particular troubleshooting procedure was suggested. The product was returned and received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.